Event description:
It was reported that the 9900 sys would not fluoro and had a control panel error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The interconnect cable and generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.